Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
The manufacturer became aware of a social media post on a reddit thread by ductoid. The post can be found at: https://www.reddit.com/r/casualconversation/comments/y03b8k/comment/irr2c40/. In the post the redditor alleged the following: ¿female with plantar fasciitis. After some research she got the rx line of crocs which has especially good support for that - plus the top is solid so I like the look better, but the side still has vents. And she got some dansko clogs. Then she had bunion surgery too, and bending her foot to get it in and out of the danskos with the closed back was a problem during recovery. Now my bunion surgery (cartiva implant) failed, and I have to schedule another one, and spend a second winter unable to walk. I'm so over wearing shoes that hurt or damage my feet - and paying for and recovering from surgery - because other people want me to be some weird kind of decoration for their people watching hobby.¿

Manufacturer narrative:
The investigation of this case has been completed, and no additional information is available.

Event description:
The manufacturer became aware of a social media post on a reddit thread by ductoid. The post can be found at: https://www.reddit.com/r/casualconversation/comments/y03b8k/comment/irr2c40/. In the post the redditor alleged the following: ¿female with plantar fasciitis. After some research she got the rx line of crocs which has especially good support for that - plus the top is solid so I like the look better, but the side still has vents. And she got some dansko clogs. Then she had bunion surgery too, and bending her foot to get it in and out of the danskos with the closed back was a problem during recovery. Now my bunion surgery (cartiva implant) failed, and I have to schedule another one, and spend a second winter unable to walk. I'm so over wearing shoes that hurt or damage my feet - and paying for and recovering from surgery - because other people want me to be some weird kind of decoration for their people watching hobby.¿